Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to passed displacement and self test due to no button respond. Device received with cracked belt clip slot and cracked reservoir tube lip

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's keypad was unresponsive. Customer stated bolus menu button was not working. Customer changed the battery, but issue not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.